Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the ins had been shocking the patient and giving them extremely painful muscle spasms as the ins site. The patient called their doctor¿s office last week, left a message, and talked to someone; however, they still had not heard back and they had tried calling three times today with no answer. The patient was redirected to follow-up with a healthcare professional (hcp). No further complications were reported. Follow-up was conducted.